Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime or fill anomaly due to prime alarm. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address label, stained serial number label, stained end cap sticker, scratched keypad overlay and corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit preparing to prime loop. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the piston kept moving after reservoir contact. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.